Event description:
Before used on patient, the orbit mini complex fill 4x10 coil (637mf0410) was advance over the microcatheter and it would not form 3d. The device will be returned for evaluation. Additional information indicated that the product was new, and it was stored according to (IFU) instruction for use guidelines. Prior to removing, the coil was within the delivery sheath. During removal, all IFU guidelines were followed, and the coil remained within the delivery sheath. During prep, the coil was not manipulated or reshaped. After the coil was found not forming 3d, it was inserted through the microcatheter, but not in the patient. The same non-cordis microcatheter was utilized to complete the procedure. The procedure was completed by changing to use another coil. No further information was available.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.